Event description:
A customer contacted beckman coulter inc. Regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for three patients. Subsequent testing on an alternate instrument produced lower results within a different clinical category for all three patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were collected in plastic bd plasma tubes with a gel separator and centrifuged for 5 minutes at 3000 rpm at room temperature. Qc was within the customer's established ranges prior to the event. A routine system check performed on (b)(40 2010 failed. A field service engineer (fse) went on-site, performed troubleshooting, replaced some hardware and serviced the instrument. Fse then performed a routine system check, high-sensitivity system check and carryover test which all passed within instrument specifications.